Event description:
It was reported the pt had instances where his stimulation turned on without his prompting. The sjm representative met with the pt and turned the magnet mode off. Follow up identified the issue persisted. In addition, the pt reported he had an instance where his stimulation had surged and the sensation caused him to drop to his knees. The pt reported he needed help to get to his feet. The pt was scheduled to follow up with his physician.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.